Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm that found the issue replaced the batteries and performed pm with full calibration, functional and safety tests. The iabp was then returned to customer and cleared for clinical use. Full event site name: (B)(6) medical center. The initial reporter's full name was abbreviated as the name exceeded maximum character limit. The complete name is, "(B)(6)" whom is a getinge employee that has different contact details from that of the event site, with the following contact information: (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the battery run time test during a preventative maintenance performed by a getinge service territory manager (stm). There was no patient involvement and no adverse event was reported.